Event description:
Health professional reported an alleged lap-band port failure. The pt experienced poor restriction, and when the physician attempted a fill, no fluid was able to be aspirated. No diagnostic testing was conducted. The port was explanted and replaced with a back-up device.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number, and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual exam may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."